Event description:
On 07/01/2024, (B)(6) it was reported to cas that dr. Experienced a radial tear during procedure ID# (B)(6). Site is seeking review of the procedure.

Manufacturer narrative:
Debris observed in the surgical images contributed to an incomplete capsulorhexis. An incomplete capsulotomy could lead to a capsular tear. No further clinical follow up.